Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision surgery with implantation of a 425cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right breast prosthesis after a physical exam and mammogram imaging performed by their health professional. The patient will undergo removal and replacement with a mentor gel implant on (B)(6) 2022.

Manufacturer narrative:
On august 11, 2022, mentor completed an evaluation on the returned device. Mentor conducted visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor was provided with an updated date of explantation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 18, 2022, mentor was notified that the patient's explantation date was rescheduled and conducted on (B)(6) 2022. On july 20, 2022, mentor received information that the removed implants were intact upon removal. As such, a rupture is no longer applicable. However, it was provided that the patient suffered from bilateral capsular contracture. Baker grade ratings were not provided. Refer to manufacturing report number 1645337-2022-09266 for the contralateral event. On july 25, 2022, the mentor analysis lab received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2022, mentor became aware that the patient was replaced bilaterally with 405cc mentor memorygel breast implants. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).